Manufacturer narrative:
The meter was returned for investigation. No test strips were returned. Lot number and expiration date were updated. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 206464) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The test strips are no longer available.

Event description:
The rn faxed in data indicating 1 patient had erroneous results when they were tested on coaguchek xs meter with serial number (B)(4) compared to the laboratory using the dade innovin method. The initial result from the meter at 4:04 p.m. Was 5.2 inr. A sample was drawn for the laboratory at 4:15 p.m. The patient was advised to hold his warfarin dose the evening of (B)(6) 2016. When the result from the laboratory of 3.8 inr was returned on 06/28/2016, no additional treatment was required. The patient's warfarin dose had been adjusted per protocol. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. It was noted that the patient had consumed 4-5 alcoholic beverages. No adverse event occurred. The patient is stable. The suspect product was requested for investigation. The test strips are no longer available for return. The lot number used for the test is not known.